Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: corrected data: h3, h6. Investigation summary. Visual inspection: the viper 2 x25 set screwdriver inserter (p/n: 286735400, lot #: mf4155401) was returned and received at us customer quality (cq). Upon visual inspection, the distal tip of the outer shaft was observed to be broken and the broken fragments were returned. No other issues were identified with the returned components of the device. Device failure/defect identified? Yes. Dimensional inspection: a dimensional inspection was performed on the returned device. - the outer shaft diameter below the distal tip was measured to be within the specification. - the distal tip of the inner shaft was measured to be within the specification. Document/specification review. Based on the date of manufacture, the current and manufactured revision of drawings were reviewed - viper2 x25 set screw inserter; - viper2 x25 set screw inserter inner shaft; - viper2 x25 set screw inserter outer shaft; - viper2 x25 set screw inserter inner shaft; - inner shaft bottom, v2 x25 set screw inserter. Complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Investigation conclusion the complaint condition is confirmed for the viper 2 x25 set screwdriver inserter (p/n: 286735400, lot #: mf4155401). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The patterns of fracture do not indicate a probable cause of failure. As a result, no conclusions can be made regarding the type of fracture that the driver underwent. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot. A review of the receiving inspection (ri) for viper2 x25 set screw inserter was conducted identifying that lot number mf4155401 was released in three batches. - batch1: lot was released on july 13, 2016 with no discrepancies. - batch2: lot was released on sep 10, 2016 with no discrepancies. - batch3: lot was released on may 12, 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d4, d8 h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that during a surgery the surgeon when choose the setscrew inserter, the inserter tip broke off, and fragments stuck with a setscrew. All the fragments together with the setscrew were removed without surgical delay. The patient condition was stable. This complaint involves one (1) device. This report is for (1) viper2 x25 set screw inserter. This is report 1 of 1 (B)(4).